Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached over 500 mg/dl. The patient was vomiting, had large ketones and was dehydrated. For treatment, the patient was given insulin and zofran for nausea. The patient was also given 1 liter of lactated ringers solution intravenously (IV). The cannula was dislodged, while wearing the pod between 24 and 36 hours on the hips/buttocks. The patient was discharged after around 7 hours.